Event description:
Customer reported her sensor was beeping and her insulin pump went into threshold suspend mode, but her blood glucose was not that low. She was asleep when the event occurred. Customer's current blood glucose is 296 mg/dl, but her sensor reading is 147 mg/dl. She has not yet. Customer was advised of proper sensor insertion and calibration methods. At the end of the call, customer's blood glucose was 319 mg/dl. She treated with a bolus delivery. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.